Manufacturer narrative:
An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. The growth curves and CT values represent the sample is at the limit of detection (lod) for the assay. Re-tested samples using other platforms may reveal differences between the cobas® sars-cov-2/influenza a/b assay and the competitor platforms lods which may explain the observed result discrepancies. Low levels of amplification were seen for each of these runs which could indicate a sample with a low viral load near the lod of the assay. Samples which contain this low quantity of viral material are expected to generate wavering results from run to run. (B)(4)

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for the cobas® sars-cov-2 & influenza a/b (scfa) assay. A customer from (B)(6) alleged that they received a potential false positive results for a patient¿s sample tested using the cobas® sars-cov-2 & influenza a/b (scfa) assay analyzed on the cobas liat system (s/n (B)(4)). The customer reported that on (B)(6) 2021 that they observed a sars-cov-2 positive result during run# 2401. The patient¿s same sample was repeat tested on an alternative cobas liat system (s/n (B)(4)) that generated a sars-cov-2 positive result. The patient¿s same sample was run using the viasure sars-cov-2 pcr kit analyzed on the bio-rad® cfx96 that generated a sars-cov-2 negative result. The patient sample was a nasopharyngeal swab collected with a copan floq swab using the fresenius kabi 7800062001990 pbs 0.9%. The customer confirmed there was no allegation of harm to the patient. All results were reported out to the patient and/or personnel treating the patient.